Event description:
It was reported that the ventricular lead exhibited high impedance and high capture thresholds. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.